Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. First/given name: unknown / not provided. PMA/510(k) number : k011245 and k002188.

Event description:
It was reported that implant fractured at the body after 7 years after placement. Implant removed and new surgery was needed to complete procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. First/given name: unknown / not provided. PMA/510(k) number : k011245 and k002188.

Event description:
It was reported that implant fractured at the body after 7 years after placement. Implant removed and new surgery was needed to complete procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).